Event description:
It was reported that a patient alert occurred due to increased right ventricular coil lead impedance. The alarm parameters were optimized and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): concomitant products: 4193 implantable pacing lead (B)(6) 2003, 4269 competitor implantable pacing lead (B)(6) 1997. Lead remains in use.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.